Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had undergone a procedure in a which a hyperglide balloon system was used and experienced injury and subsequently died. It was reported that the patient was undergoing a procedure for acute coil and balloon remodeling. The first coil cause a "small leak," therefore, the balloon was inflated and further coiling was carried out. Upon completing the next imaging run, internal carotid artery (ica) rupture was shown. Computed tomography (CT) was completed on the table and air emboli were seen. Ica sacrifice was completed; however, the patient had no collateral supply and subsequently had a large infarction resulting in patient's death. Additional information received reported patient cause of death was reported as "large right ica territory infarction with swelling." The patient died on (B)(6) 2025. There were not believed to be any inherent problems with the hyperglide device. The device did not have any issues during preparation. It was considered possible that the balloon was prepared incorrectly given the presence of an air locule inside the balloon on first inflation. The initial leak was from the aneurysm fundus prompting inflation of the balloon. After further coiling, the balloon was deflated and angiogram showed ica rupture - different to the initial leak. It was unclear what caused the initial "leak." Both the microcatheter and hyperglide balloon were navigated without issue. The first coil mostly appeared to be within the roadmap of the aneurysm until the last few loops which were outside. This prompted the check run with the small leak seen. It was considered that the fragility of the aneurysm may have been the cause of the initial leak. It was additionally noted that a second hyperglide balloon of the same lot was used with no problem noted following removal of the first hyperglide balloon to assist with and prevent further haemorrhage whilst coil packing being carried out.